Manufacturer narrative:
A ge service representative performed an on site investigation. The printed circuit board, the cine board, and the fluoroscopy function board were replaced and a power monitor was installed. The cables were removed and reseated. Calibration files were reloaded and the collimator and camera were recalibrated. The system was tested and operates as intended.

Event description:
The customer reported no image was displayed on the system when performing fluoroscopic x-ray. The case was completed with no patient injury reported.